Event description:
It was reported that, "post op patient was doing well for several months then reported progressive pain in hip. Surgeon ordered a bone scan and x-rays to diagnose problem. He found loosening of femoral component. Previous follow up two months prior patient was fine. Came in two months later with hip pain after pain increased."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.